Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced multiple sudden cardiac events between one to six months apart. Approximately eight months after the onset of the first sudden cardiac event, the patient experienced cardiopulmonary arrest and subsequently expired. It is further alleged that the injuries and death were caused by the patient's exposure to the product administered during dialysis treatment.